Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 2.75 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts were lifted on the first distal stent strut row and on the first proximal stent strut row. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the anterior descending artery. A 38 x 2.75 promus premier drug-eluting stent was advanced but could not reach the lesion. The device was removed from the patient's body, it was noted that the stent struts was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the anterior descending artery. A 38 x 2.75 promus premier drug-eluting stent was advanced but could not reach the lesion. The device was removed from the patient's body, it was noted that the stent struts was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.